Manufacturer narrative:
It was reported 7 critical battery alarms involving (B)(4) and after replacement of the batteries, critical battery alarms were still present. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication errors between the controller and batteries. (B)(4) were involved in critical battery alarms months prior to the reported event date and were evaluated under a different complaint. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. Heartware is investigating communication errors. Note: the controller, (B)(4), in use during the event did not have the smr upgrade. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller log files revealed seven critical battery alarms associated with the patient's primary controller. The critical battery alarms involved (B)(4). The batteries involved were replaced, however the critical battery alarms were still present. The controller was exchanged with no reported patient consequences. No further information was provided.